Manufacturer narrative:
Unit received with a depleted procell by (B)(4) alkaline battery. Battery was found leaking and slight corrosion found at the battery tube. Unit received with operating currents within specification. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08730 inches. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to low blood glucose and other issues. The cause of death was pneumonia and sepsis. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 50 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing. The pump was taken off the customer so they could be intubated. The customer's low blood glucose levels were caused by the customer not eating. The customer was using sensors. The caller agreed to return the insulin pump for analysis.